Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual inspection revealed that there are no anomalies or structural damage on the outside of the gun. It was identified that the two implants were deployed and still attached in the suture, but they were not in the needle. It was identified that an implant had broken condition and the sleeve was slighly damage. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number (8l67768), and no non-conformance was identified. Based on the condition of the implant, this complaint can be confirmed, and we cannot determine a root cause for the issue experience. The possible root cause for the condition of the implant and sleeve could be attributed to procedural variables, such handling of the implants or product interaction during procedure; the instrument used to pull the implant could damage. A root cause for deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the implant, and when this occurred may have felt resistance. However, it cannot be conclusively affirmed. As per IFU, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in brazil that during a meniscal repair procedure on an unknown date, it was observed that the truespan meniscal repair system peek 0 degree device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had broken condition. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.